Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fracture of the lps femoral stem. The stem broke in half just above the collar. The stem was removed and they put in approximately same sized implants. They used a longer stem. Lps femur with segments and press fit lps stem were revised. The mbt tray was left in place. Doi: (B)(6) 2020. Dor: (B)(6) 2020; left knee.

Event description:
Additional information stated that the adverse consequence needed a revision surgery due to a broken stem. There were no broken instruments.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.